Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm, pump error 23, charge/battery lasts less than expected and failed a battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported an audio anomaly. The confirmed audio option was enabled. Conducted an audio test and the pump did not pass. The customer reported receiving a replace battery alert/replace battery now alarm after receiving a low battery warning. The pump was acting normally. The customer reported receiving pump error 23. The customer was able to clear the error and complete the rewind process. The pump was recently stored without a battery for > 8 hours, or an error occurred immediately after the battery change. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No constant tone, pump error 23 alarm, low battery alert or failed battery test alarm noted during testing. Successfully downloaded history files and traces using thump/carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 alarm found in the pump history file/trace on 01-nov-2024 at 23:31:04. No failed battery test alarm found in the pump history file/trace. Battery cycle 6.0 received the low battery alert (104) on 12/07/2024 04:32:00 after more than 7 days at 21.18 days. Battery cycle 5.0 received the low battery alert (104) on 11/15/2024 14:26:00 faster than expected at 6.57 days. Battery cycle 3.0 received the low battery alert (104) on 11/01/2024 13:18:00 after more than 7 days at 15.05 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Event date : 12/19/2024 pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. Audio/vibrate anomaly/absence of alarm/pump error 23 alarm/charge/battery lasts less than expected/failed batt test alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.